Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller in carrying out the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.